Event description:
The customer reported experiencing inconsistent sealing on small to regular size vessels although an end tone, indicating a completed seal cycle, was heard. No further info was available. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.